Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were stored for post-paced t-wave oversensing via a merlin.net transmission. Far-r-wave oversensing on the atrial channel was also noted. Programming changes were recommended. The device remains implanted and patient will be monitored.